Event description:
It was reported that caller experienced a malfunction alarm on the pump, identified by malfunction code 9. Caller did not report any events leading up to malfunction. Customer's blood glucose impact was unknown as caller declined to provide that information. Technical support assisted customer with resetting pump, and it was confirmed malfunction did not recur after reset. Customer was instructed to continue using pump and to report any future malfunctions.